Manufacturer narrative:
On 10/27/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. In trouble-shooting, both monitors stopped working, the medtronic representative replaced the computer and the issue was resolved. Return requested. Replacement computer shipped to site 10/29/2015. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported a site's navigation system computer was having issues, both monitors unexpectedly stopped working. There was no display on the monitors. Re-booting the navigation system did not restore monitor function. No further details regarding the reported behavior were provided. There was no patient present when this issue was identified.